Event description:
It was reported that the x-ray tube on the 9800 system had arching. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube and mono-block was replaced during the service call. The system was tested and found to be working as intended and put back into service.